Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had full box of sets where he had detachment issue. The infusion set insertion site was at abdomen and the pump was worn on the same side. The location of detachment was at the site while sleeping. The infusions were being used for less than a day. Reportedly, the infusions were stored at home under the bed. No further information available.